Event description:
The stent did not cross the lesion and the proximal stent struts were flared when removed from the pt.

Manufacturer narrative:
This pt presented with a 99% lesion in the 1st diagonal that was tortuous and calcified. While trying to pre-dilate the target lesion with a 1.5x6mm sprinter balloon, the balloon catheter would not cross the target lesion. Therefore, a rotoblation was conducted and then pre-dilation with a 2.5x15mm quantum maverick at 15-16 atm. Then a 2.5x18mm was being delivered to the target lesion for implant, but it would not cross the target lesion. The physician retrieved the delivery system and confirmed that the proximal end of the stent was flared. Ultimately, only poba was conducted because a second cypher did not cross. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product. This product is available for testing and evaluation, but the engineering report is not available as of this writing. Add'l info received will be submitted within 30 days upon receipt.